Event description:
The customer stated that there were extra results in the device's memory that were not received by the customer. A request was made for the return of the suspect device and replacement product was sent.